Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges were leaking "on the side of the cartridge." Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 120-237 mg/dl.